Manufacturer narrative:
The reported event of backup operation was confirmed while the reported events of audible noise and failure to interrogate were not confirmed. As received, a device was returned for analysis. Analysis of device image found the device went into backup mode due to a power on reset. The backup operation was reproduced after performing a capacitor maintenance. However, the failure could not be reproduced in further testing. The cause of the reported event could not be determined.

Event description:
It was reported that the implantable cardioverter defibrillator could not be interrogated during capacitor maintenance prior to implant. Audible noise was observed and the implantable cardioverter defibrillator was found in back-up. The reported device was not implanted. There was no patient involvement.